Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test (0.21 vdc) was performed and passed. (B)(4) bluetooth pairing test/download was performed and passed. A review of the bin file was performed and signal loss was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of signal loss over 1 hour is reportable based on device analysis summary due to device failed the bin review. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.